Manufacturer narrative:
Photos provided showing lens on a white surface background. Lens haptic appears to be bent/deformed. Damage to the lens cannot be confirmed from the photo. The intraocular lens (iol) was returned for analysis and the reported complaint was observed. Iol returned pressed against one post of the lens case base resulting in deformation of the iol. Solution is dried on the iol. One haptic is bent and the other is intact. The optic is scratched/cracked, has a piece missing and has loose fibers & particulate. There is material along the scratch/crack in the optic, it cannot be determined if this is iol material from the scratch/crack or foreign material. Iol sent to fort worth for further evaluation (see attached report). Microscopic examination shows a piece of clear material approximately 1.5mm in length adhered to the surface of the optic. The clear material was then isolated and analysed using micro ftir. Comparison of the material's generated ir spectra to a library of spectra fins the best match to be monarch cartridge base coat. We are unable to determine the root cause for the reported complaint "unknown substance was seen on the back of the lens optic". The returned foreign material was found the best match to be monarch cartridge base coat, this is the interior material of the cartridge. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, unknown substance was seen the microscope before using it but when the lens was removed from the patient's eye, the unknown substance was visible with the naked eye. The unknown substance looks like a banana-shaped thick band and it is in the middle of the rear part of the optic. The surgeon suspects that when the lens was folded and inserted into the cartridge, the substance was adhered to it, and then the folded lens is visible when it is unfolded in the eye. The operation was completed with no patient harm using the new lens and cartridge. Additional information was requested.